Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection, impedance, microscopic and functional testing were performed. No issues were noted during the visual inspection. The impedance test shows an electrical open distal waveform between 0-10cm from the distal housing. The guidewire exit port, and the distal section of the tip were in good condition. There were wrinkles around the heat shrink tubing of the drive cable. During functional testing, the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during its testing. No indication of resistance in tracking the guidewire into the catheter was noted. The device could not flush when the telescope was fully advanced, however it could flush normally when the telescope was fully retracted. Media was received and noted a poor image.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the general tortuous and general calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device fractured, and the image could not be shown. The device was pulled out normally. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the general tortuous and general calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for use in the ultrasound examination. During the procedure, the device fractured, and the image could not be shown. The device was pulled out normally. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable.